Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent tlif at levels l2-l6 (the patient had lumbarization) to treat lumbar canal stenosis and degenerative lumbar scoliosis. On an unknown date post-op, crp was found to be increased and post-op infection was suspected. The patient complained pain that found pseudoarthrosis on l5-l6. Revision was performed to remove cages, perform local bone graft, and extend fusion to iliac. Screw placed on l6 was removed because it was found to be loosened. Screw on l5 was loosened so replaced to u7.5mm diameter screw. Cultivation test will be performed on the removed implants in the facility. Reportedly, the facility suspected that the cage was "the source of the infection".